Event description:
On (B)(6) 2009, the patient reported that in the last couple of weeks, he has noticed his insulin infusion device has a "spoiled insulin" smell to it. He stated that insulin "may have" spilled in the compartment area of his device. He has noticed condensation in his device window in the past, but does not currently see any. He stated, he attaches the adapter and tubing to the cartridge prior to inserting it into his device. No blood glucose concerns prior to inserting it into his device. No blood glucose concerns related to this were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.